Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor is not working and having issues with transmitter. The customer¿s blood glucose level was 52 mg/dl at the time of incident. The customer was assisted with trouble shooting but no mention of low blood glucose in notes. The insulin sensor is being replaced and is expected to return for analysis. No further details are given. Frn-model unknown ¿ reservoir. Unomedical-model unknown-infusion set.